Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis identified two devices one intact, the other also appeared to be intact, and could not identify the foreign material of the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "foreign body on implant."

Event description:
Healthcare professional reported left side "foreign body on implant". Device has been explanted.